Event description:
It was reported that this left ventricular (lv) lead was dislodged. Subsequently, the patient underwent a replacement procedure, and this lead was explanted and replaced. Besides the surgical intervention that was performed, there were no other adverse patient effects reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. Subsequently, the patient underwent a replacement procedure, and this lead was explanted and replaced. Besides the surgical intervention that was performed, there were no other adverse patient effects reported. Additional information was obtained, the lead presented failure to capture measurements and sensing issues. Therefore, the explant of the lead was decided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. Subsequently, the patient underwent a replacement procedure, and this lead was explanted and replaced. Besides the surgical intervention that was performed, there were no other adverse patient effects reported. Additional information was obtained, the lead presented failure to capture measurements and sensing issues. Therefore, the explant of the lead was decided.